Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator and handpiece. It was reported that the handpiece button had become stuck in the activated state during a case. There was a less than hour surgical delay and no impact on patient outcome.